Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son had hyperglycemia. The customer's mother reported that he had problems with infusion sets three times and last week his cannula was bent. The customer's mother reported that her son's high blood glucose value was 33 mmol/l. It was reported that the her son changes infusion sets every three days. Troubleshooting was performed. The customer treated the high blood glucose reading with manual injections. The customer was advised that two infusion sets will be shipped. Product is not expected to return for analysis.